Event description:
It was reported that the patient presented to the clinic after receiving a patient notifier. Trends showed high, out of range hv lead impedance. Impedance measurements were within range when tested in clinic. Patient notifier was disabled and patient will be monitored remotely. Patient condition is fine.